Event description:
It was reported that a catheter issue occurred. An opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During preparation, a dark image occurred. Air ingress was noted during the preparation flushing. The procedure was completed with another of the same device. There were no patient complications.